Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the high voltage cable connectors. System operates as intended. (B) (4).

Event description:
The customer reported the system is displaying an overload error and images are light and blurry. No patient injury was reported.